Event description:
It was reported the patient had recently experienced ¿frequent epilepsy¿ at the time of report. One of the patient¿s family members reportedly ¿suspected it was related with their spinal cord stimulation (scs) therapy.¿ the cause of the issue was ¿not determined¿ at the time of report, however. It was noted there was not a 50% or greater symptom reduction and programming was not needed due to the event. The patient was reportedly ¿well¿ and still using their device as of nine days after initial report.

Manufacturer narrative:
(B)(4).